Event description:
Routine complaint investigation when a consumer reported checking their blood sugar and receiving a reading of 100 mg/dl. One hour later, they checked their blood sugar again, 100mg/dl. He called the ambulance. They checked it with their meter, 60mg/dl. When the user arrived at the hospital, their reading was over 200 mg/dl. Customer was admitted to the hospital and given IV fluids.